Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure other relevant patient comorbidities/concomitant medications? What are findings of mesh explantation surgery? What is physician¿s opinion as to the etiology of or contributing factors to erosion at the urethral meatus and voluminous calcification? What is the patient's current status? Product code? Will product be returned? Return date, tracking information?

Event description:
It was reported that the patient underwent a sling surgery in 2015 and the mesh was implanted. During a cystoscopy in (B)(6) 2019, it was observed an erosion of the sub-urethral tape at the urethral meatus, with a voluminous calcification obliterating the urethral lumen. This led to an explantation of the mesh on (B)(6) 2019. Additional information has been requested.